Event description:
The pt reportedly had been hospitalized for treatment of viral meningitis in 2005. The pt was hospitalized for several days. Per the audiologist, the pt is progressing well. The pt's device remains implanted.